Manufacturer narrative:
Additional, corrected, and/or changed data: b5 and d4.

Event description:
Later healthcare professional reported approximately a month after injection patient had a lip touch up with 1 ml of juvéderm® volbella¿ xc and approximately three mounts after original injection "patient noticed swelling of the right side lower lip" and six days later "left sided jawline inflammation" and then "swelling progressed to the right side of the jawline with nodule formation". Later healthcare professional reported that filler migration was just in lips. Patient report significant reduction in nodules. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient injected in the lips with 1ml of juvéderm® volbella¿ xc, in the smile line with 1ml of juvéderm® vollure¿ xc and in the jawline, checks and prejowl sulcus with 1ml of juvéderm® voluma¿ xc present "delayed onset nodules affecting right lower lip, and bilateral jawline". Later healthcare professional reported approximately two months after injection patient had a lip touch up and "patient noticed swelling of the right side lower lip" and six days later "left sided jawline inflammation" and then "swelling progressed to the right side of the jawline with nodule formation", healthcare professional also indicate "bilateral jawline swelling with nodule formation and lower lip swelling with nodule formation" and "inflammation of lips and filler migration". Patient was pretreatment with topical ointment naxexis ointment and posttreatment with ice and for the symptoms patient was treatment with doxycycline 100mg twice a day for 14days. Event is ongoing. This record is for the product juvéderm® voluma¿ xc.